Event description:
The customer reported that lower than expected thyroid stimulating hormone (tsh) results were generated on a unicel dxc 600i synchron access clinical system for an unknown number of patients over an unknown number of days. Beckman coulter inc. Assessment of customer supplied data, provided as examples of the event, indicated the involvement of twenty six patient tsh results over three days. It is unknown if additional patients and dates were involved in this event. This report is report one of three, and represents the twenty four lower than expected tsh results, generated on a unicel dxc 600i synchron access clinical system, on (B)(6) 2011. The initial questionable tsh results were reported out of the laboratory. Per the customer, several patients underwent "thyroid scans" due to the "low" tsh results obtained. Per the physician, the results of these scans were all "normal." It is unknown as to which patients underwent additional medical procedures as a result of the questionable tsh results. Instrument tsh quality control (qc) results were within customer established specifications during the timeframe of the event. Executed instrument system checks met established specifications. There were no errors posted to the event log during the timeframe of this event. The tsh samples were collected in either plasma or serum tubes. The customer indicated that they were not aware of any sample problems, short draws or other sample quality issues.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) verified the instrument digital device settings and alignments. No issues were noted. The fse performed a high sensitivity system check which also passed within instrument specifications. The fse performed a sixteen replicate precision test using level one tsh quality control material and analyzed through the instrument closed tube aliquotter. The results were within the assay's precision claim. Finally, the fse tested random samples, which had been originally analyzed on the involved instrument, on another instrument in the laboratory. All results were comparable. A definitive root cause has not been determined to date for this event with the data provided. Associated mdrs for this event: 2122870-2012-00002, 2122870-2012-00051, 2122870-2012-00052.